Event description:
Female having laser treatment in or in 3/06. The laser machine was losing power during the procedure. Surgeon felt that everything planned was accomplished. No adverse event for the pt.